Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported; a bakri tamponade balloon catheter was used to treat postpartum hemorrhage (pph). The patient had lost 400ml of blood after vaginal delivery. Prior to patient contact, they attempted to fill the balloon with water and discovered that the balloon valve was loose and the balloon could not be inflated. Another same type device was used to complete the procedure. A photo of the stop cock detached from the catheter was provided. The patient lost a total of 450ml of blood. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. The complaint device was returned to cook for evaluation. Upon visual inspection, it was noted that the connector was in two pieces and the blue section of connector valve appeared damaged. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed no relevant non-conformances. A complaint history search identified one other event reported. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, t_j-sosr_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: "how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive cause of the event could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported; a bakri tamponade balloon catheter was used to treat postpartum hemorrhage (pph). The patient had lost 400ml of blood after vaginal delivery. Prior to patient contact, they attempted to fill the balloon with water and discovered that the balloon valve was loose and the balloon could not be inflated. Another same type device was used to complete the procedure. A photo of the stop cock detached from the catheter was provided. The patient lost a total of 450ml of blood. The patient did not require any additional procedures due to this occurrence. There were no adverse effects on the patient due to this occurrence.